Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of prosthesis wear due to a combination of the risk factors. Contributing factors to the reported subluxation and/or prosthesis fracture may have been instability and/or implant positioning. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided.

Event description:
It was reported via legal documentation that on (B)(6) 2019 the patient was revised to exactech devices and then approximately 13 months later was revised a second time on (B)(6) 2020. Patient revised to competitor devices. On (B)(6) 2020, as patient was putting on his shoes, he felt a "snap" in his right groin, followed by significant pain. On (B)(6) 2020, he experienced three more "snaps" and more pain at his right groin. On (B)(6) 2020, patient presented to doctor with complaints of right hip pain. After a physical examination, doctor recommended he walk with a cane in his left hand "full time," and he scheduled him for a follow up visit. On (B)(6) 2020, patient returned to doctor with complaints of continuing right hip pain and difficulty walking. In his medical records for that date under "impression" doctor documented the following: the x-ray shows substantial polyethylene wear. This hip is either subluxating or he has a fractured hip liner. Plan to revise the entire acetabular component. The femoral head will be reviewed. Doctor stated that they would encounter heterotopic bone. The plan was to use perioperative aspirin to help prevent new bone formation. Further, under "treatment plan" doctor wrote: revision right acetabular component. He understands the difficulty of the surgery. In stance potential for infection, nerve injury, bleeding, transfusion, component failure. He has a failing acetabular component with either subluxation or fracture of the polyethylene component. This needs to be urgently revised. Patient presented for the recommended surgery on (B)(6) 2020. In his operative report of the same date, doctor documented: the previous incision was re-incised, taken down through adipose tissue ... There was a synovitis and bursitis with fibrinous particulate matter as well as larger fragments of polyethylene. The short external rotators, retro-trochanteric soft tissue was down and a l-shape capsulorrhaphy was performed from the superior aspect of the femoral head extending up above the acetabulum and down into the neck cut of the femur. Hypertrophic polyethylene-induced synovium was removed in its entirety posterior and superior, and then there was heterotopic ossification starting lateral in the acetabulum, grade 3 in nature and this was carefully dissected from the medial fascia of the abductor and removed.. The polyethylene liner was removed.., the acetabulum was removed with minimal bone loss. Reaming was with a 57, 58, and 59 and then the activated macrophage polyethylene-induced fibrous material was removed, and this was quite extensive posterior and somewhat superior and then approximately 50 cc of cancellous bone graft was placed in the defect, impacted with the 57 and 59 mm trials, and then a reverse reaming of the 59 reamer. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. D10. Concomitant: sn (B)(6), cat# 100-32-95 - cocr femoral head 32mm -5mm neck. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.